Event description:
It was reported that the stent dislodged off the sds; however, it is unclear as to whether the dislodgement occurred inside or outside the patient. There were no patient complications reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.